Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid rca. Three days post the index procedure another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad as the patient was suffering from angina and dvt. The patient had stable angina at the 30 day and 6 months follow up. The patient had unstable angina at the 1 year, 1.5 year and 2 year follow up. Approximately 1 year and 7 months post the index procedure,the patient suffered a gi bleed and was treated with a transfusion. The patient recovered with treatment. There is no relationship to the device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (hemorrhage).

Event description:
Clinical events committee adjudicated that the event occurred one day later than previously reported.